Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) recorded an atrial tachy response (atr) episode due to far field oversensing and retrograde conducted signal. The technical services (ts) recommended to reprogram a-blank after rv-sense. This crt-d remains in service. No adverse patient effects were reported.